Manufacturer narrative:
The date was not entered on supplemental device report (smdr) follow-up 1, which was submitted on 10/03/2017; this smdr (follow-up 2) is being submitted to indicate that this entry should have been 09/08/2017. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
It was initially reported that the consumer that was wearing dailies total 1 multifocal contact lenses and got a corneal ulcer. Patient referred to an ophthalmologist and the ophthalmologist recommended no further contact lens wear. Additional information was received last 08/15/2017 through a completed sae questionnaire. It was stated that the patient had an unknown pre-existing ocular history and had a laser surgery last 2000. It is also not known if the patient undergone culture biopsy and scraping of her eye. The eye care provider (ecp) however diagnosed the patients condition as corneal ulcer od. Aside from the corneal ulcer, the patient also experienced moderate pain and redness in her eye. There were no reported discharges and no anterior chamber reaction. The location of the ulcer was determined to be at superior part of the eye; with an unknown size and with one infiltrate. Also, corneal staining was noted which reasonably suggest that another adverse event was present (superficial punctate keratitis). However, the severity and extent was not known. In addition, no permanent scaring was noted. The patient was prescribed with moxifloxacin and tobramycin + dexamethasone ophthalmic drops; the treatment regimen was unspecified. Follow-up schedules were done on (B)(6) 2017 respectively. The event was resolved with reported visual acuity of 20/20 and further recommendation of the ecp was made for the patient not to wear contact lenses. Kjcabuguas (B)(6) 2017.

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. Upon internal case review, the initial decision to report was incorrect, resulting in the initial report being submitted in error. Based on review of the information received to date, this event does not meet criteria for reporting as a serious adverse event.

Event description:
It was initially reported that the consumer that was wearing dailies total 1 multifocal contact lenses and got a corneal ulcer. Patient referred to an ophthalmologist and the ophthalmologist recommended no further contact lens wear. Additional information was received last 08/15/2017 through a completed sae questionnaire. It was stated that the patient had an unknown pre-existing ocular history and had a laser surgery last 2000. It is also not known if the patient undergone culture biopsy and scraping of her eye. The eye care provider (ecp) however diagnosed the patients condition as corneal ulcer od. Aside from the corneal ulcer, the patient also experienced moderate pain and redness in her eye. There were no reported discharges and no anterior chamber reaction. The location of the ulcer was determined to be at superior part of the eye; with an unknown size and with one infiltrate. Also, corneal staining was noted which reasonably suggest that another adverse event was present (superficial punctate keratitis). However, the severity and extent was not known. In addition, no permanent scaring was noted. The patient was prescribed with moxifloxacin and tobramycin + dexamethasone ophthalmic drops; the treatment regimen was unspecified. Follow-up schedules were done on (B)(6) 2017 respectively. The event was resolved with reported visual acuity of 20/20 and further recommendation of the ecp was made for the patient not to wear contact lenses.